Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicon jaw boot came off and fell into the patient's leg. The part was retrieved through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that the silicon coating of the inner part of the cold jaw boot had peeled and detached. The remaining part of the coating appeared to be cracked. Based upon the received condition of the unit, the reported complaint, "silicon jaw boot came off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to the reported failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).